Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis. In 2011, a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain, and was hospitalized on the same date. The patient began remedial therapy with ciprofloxacin (500mg) and vancomycin (500mg). The cause of peritonitis was a break in aseptic technique. Action taken and outcome were not reported. The nurse believed that peritonitis was not related to dianeal. A statement of causality was not provided for the break in aseptic technique.